Manufacturer narrative:
This device is not sold in the us but a similar device is. Full name of the facility is (B)(6) hospital. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that there was presence of foreign material, suspected to be crystalline, in the nozzle. This was causing the insufficient air/water supply issue. The foreign material could be removed. Once removed, there was no issue with the functioning of the air/water supply. The presence of the foreign material was likely caused by insufficient cleaning. Other observations for the device are aged bending cover and insufficient angles.

Event description:
Customer returned the device for evaluation and repair of insufficient air/water supply issue observed during preparation for use for a diagnostic gastroscopy procedure. There was no patient involvement and no harm reported to any patient. The intended procedure was completed without any delay with another similar device. Upon evaluation of the returned device, it was observed that there was presence of foreign material, suspected to be crystalline, in the nozzle. The presence of the foreign material was likely caused by insufficient cleaning. This medwatch is being submitted for the presence of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
Correction: h6 investigation findings - code 4229 (device incorrectly cleaned during reprocessing) was determined to not be applicable. The user facility was concluded to have reprocessed the device within specifications of the instructions for use. Additional information: h6 (type of investigation). . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, however, the foreign material could not be identified further the following was reported regarding the customer's reprocessing and handling of the device: - the user used mh-948 aw (air/water) channel cleaning adapter for air/water feeding. - the user performed precleaning immediately after using device on procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Information has been provided for reprocessing performed at the facility. An air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. Detergent used for pre-cleaning is johnson & johnson's enzyme solution. The endoscope channels are brushed during manual cleaning with an olympus reusable bw-20t brush. Cleaning and disinfectant solutions used with the endoscope are johnson & johnson's enzyme solution and wanjin zhaoyuan disinfectant. Automatic endoscopy reprocessor (aer) is not used. The endoscope is dried by manual purging. The endoscopes are stored in a scope cabinet.